Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) presented in fallback storage mode after six years of implant time. The battery voltage was very low, 4.1 volts.